Manufacturer narrative:
Additional: it has since been reported that the patient was reimplanted with a new device during the explant surgery. This report is submitted on may 30, 2019. - attachment: [136752 - device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on march 12, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Subsequently, the device was explanted on (B)(6) 2019.